Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic sigmoid resection when ligating the vessel, there were issues experienced with the loading or firing of the clips. Several clips were used and then it was stuck. Another device was used to complete the case. There was no patient injury.